Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "she came to dr for instability of the knee. Surgeon checked x-ray. Poly may have become unstable and possible sinovitis. He put in a thicker poly in revision."